Manufacturer narrative:
Additional information received from the local field representative indicated that this patient will be followed via remote monitoring. There are no plans for additional intervention at this time.

Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right ventricular (rv) lead exhibited low pacing impedance measurements less than 200 ohms. Intrinsic sensing had also decreased to 2.1 mv. In a review of the presenting electrogram (egm) the rv sensing was appropriate. Boston scientific technical services (ts) discussed bringing the patient in to evaluate patient. No adverse patient effects were reported.